Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 8 years and 5 months following implantation of a transcatheter aortic valve, the patient presented to the emergency department with angina, dyspnea, and diaphoresis. While at the emergency department, a transthoracic echocardiogram (tte) was obtained that identified mild to moderate central aortic valve regurgitation. Subsequently, the patient was hospitalized and discharged the following day. 4 days following discharge from the hospital, the patient visited their cardiologist, who decided to obtain a second tte. This second tte revealed, severe central aortic valve regurgitation, mild mitral valve stenosis, trace mitral valve regurgitation, and mild tricuspid valve regurgitation. It was also recommended that a transesophageal echocardiogram (tee) be obtained to evaluate for potential endocarditis vs valve degeneration.